Event description:
It was reported that (2) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that the surgeon was transecting the bowel and had trouble firing the instrument. Opened up another tlc75 and fired. The hosp reports that the device fired, but could not say what difficulties they experienced. Affiliate is inquiring to obtain more info concerning event. Another instrument was used to complete the case. There was no consequence to the pt.